Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue and sensor insertion is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient stated the cgm displayed 240 mg/dl and going down; however, his blood glucose was 328 mg/dl and going up resulting in being hospitalized and unspecified medical intervention. The patient was released from the hospital on (B)(6) 2019. At the time of contact, the patient was in stable condition. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue and sensor insertion is an approximation. The sensor was inserted into the abdomen on (B)(6)2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient stated the cgm displayed 240 mg/dl and going down; however, his blood glucose was 328 mg/dl and going up resulting in being hospitalized and unspecified medical intervention. The patient was released from the hospital on (B)(6)2019. At the time of contact, the patient was in stable condition. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.